Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that one of her leads was bad since (B)(6) 2015. The patient needed a health care professional (hcp) for a possible lead revision. There were no reported symptoms. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.